Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that exams were unable to be imported from pacs. It was found that the pacs information had been deleted in the software. The issue was resolved by re-entering the information. The system then performed as expected. A software analysis was initiated. Analysis found that the software performed as intended. The reported issue was resolved by updating the settings. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of procedure. It was reported that they were unable to query in dicom qr. When they query it tells them to check their peer configuration.